Manufacturer narrative:
Batch review performed on 04 october 2019: lot 168238: (B)(4) items manufactured and released on 28-mar-2017. Expiration date: 2022-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a subsided stem. The surgeon performed an extended trochanteric osteotomy and revised the stem and liner almost 2 years and 2 months after previous surgery. The surgery was completed successfully.